Event description:
It was reported that the surgeon placed clip on the cystic artery and closed the handle with a full hard squeeze. The clip did not lock even though we could see that it was all the way around the tissue and that there was not so much tissue enclosed that it would not lock. He then pulled the applier off the artery and tried to load a new clip. This clip entered the jaws in a closed, but not locked position and fell out of the applier. He then loaded one more which loaded correctly and proceeded to ligate the artery, but again, the clip did not lock.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint has been retracted due to it is a duplicate of MDR file number: 3003898360-2019-00295. Please make a note of it for your records.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon placed clip on the cystic artery and closed the handle with a full hard squeeze. The clip did not lock even though we could see that it was all the way around the tissue and that there was not so much tissue enclosed that it would not lock. He then pulled the applier off the artery and tried to load a new clip. This clip entered the jaws in a closed, but not locked position and fell out of the applier. He then loaded one more which loaded correctly and proceeded to ligate the artery, but again, the clip did not lock.